Manufacturer narrative:
The investigation concluded that the devices did not malfunction and there was no deterioration in the characteristics of the performance, and as such the devices met specifications. The exact reason for reported issue could not be established.

Event description:
When placing in the final splint, it became apparent that the final occlusion was not as planned, midline was off by 2mm. Surgeon will be looking at the patient post surgery which will most likely lead to a need of revision surgery.

Event description:
When placing in the final splint, it became apparent that the final occlusion was not as planned, midline was off by 2mm. Surgeon will be looking at the patient post surgery which will most likely lead to a need of revision surgery.

Manufacturer narrative:
Investigation ongoing; rc unknown.